Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of displaying a "patient circuit disconnected" alarm could not be confirmed. Proper device operation was then confirmed through functional and performance testing. The cause of the reported issue could not be conclusively determined.

Manufacturer narrative:
The device has been returned to ventec for an evaluation; however, an investigation has not been completed. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
The customer reported to ventec that their device was displaying "patient circuit disconnect" alarm. There was no patient involvement.